Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) performed preventive maintenance to resolve the issue.

Manufacturer narrative:
Updated fields: b4, b5, d8, d9, g1, g3, g6, h2, h6 (health effect ¿ clinical code, health effect ¿ impact codes), h11.

Event description:
It was reported by client during routine check up that the cs100 intra-aortic balloon pump (iabp) had an auto-fill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) had an auto filling error.